Event description:
It was reported that iab was inserted femorally and counterpulsation was at 1:1 using ECG. On 3rd day of use, ECG loss failure occurred. When ECG signal disappeared, pump switched to ap trigger. All of the ECG electrode positions were changed but problem persisted. Two different ECG cables were also tried w/o resolution. Pump was switched off patient. No associated patient complications were reported.